Event description:
During FDA inspection at the manufacturing facility between july 24 and august 3, 2006m, FDA evaluated this complaint. The agency viewed this event as a medical device reportable event. The account reported, "too much outgassing during surgery; doctor couldn't maintain enough pressure to complete surgery". The account stated the physician was performing a laparoscopic assisted nephrectomy when gas started coming out through the instrument. The physician put a glove around the instrument and completed the case without incident.

Manufacturer narrative:
The review of the device history record for the catalog and lot number did not identify out of specification conditions. The review of the product complaint history for this family did not identify additional similar reports. A review of this event has determined there was no patient injury and no medical or surgical intervention. Customer verified the procedure was completed as intended without any adverse event to the patient. Since the device was not returned for evaluation, we were not able to determine if it malfunctioned.